Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The customer's mother stated that the customer starts to receive motor error alarms, two weeks prior hospitalization.

Manufacturer narrative:
Final analysis revealed that the device had a motor error alarm due to a defective force sensor, which prevented further testing.